Manufacturer narrative:
External and internal visual inspections of unit revealed exposure of wire to the power cord. Customer reported pes will not power on was confirmed due to the external and internal wire damage to the power cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Reportable based on analysis confirming exposed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.¿